Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a blank display and weak battery alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The troubleshooting for blank display and weak battery alarm was perfomed. The customer was advised to monitor the device and the battery life. The customer also reported the no delivery alarm on the insulin pump. Customer's blood glucose was 167 mg/dl. The customer reported that the alarm was resolved by a reservoir change. Customer was advised to call when the alarm occurs in order to troubleshoot.